Manufacturer narrative:
No button error alarm noted by analysis on the insulin pump. The insulin pump had intermittent button response on the up arrow button due to corroded keypad traces. The insulin pump had a scratched display window and cracked battery tube threads. Analysis noted no moisture damage on electronic assembly or on motor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 104 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.